Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed that there was no system malfunction. Investigation of the case logs showed the root cause is likely due to user technique; however, a definitive cause could not be determined due to the use of a competitive implant. The fluoroscopic images used for l1 were taken using the appropriate technique per the excelsiusgps training pathway and there were no shifts present in the merge. The software did not detect potential drb or sm shift. Additionally, there was no excessive forces on the load cell during bone work on l1. The cause of the reported issue was traced to user technique.

Event description:
This was a l1-l4 psf case for a fracture at l3. The surgeon uses nuvasive screws and only uses the robot for a burr hole then the awl. The l1r screw was driven in too deep and went past the anteriror wall of the body. The surgeon believed the hole was placed laterally which cause the screw to be driven in too deep. During the highs speed drill and awl placement there was not a large amount of deflection and the screw was not planned lateral. The surgeon commented that there must be something wrong with the robot and I explained that if that were true then the l1l screw would have missed in the same way or all screws would have missed the same way due to a merge shift or drb shift respectively. All other screws were placed correctly.